Manufacturer narrative:
H3, h6: the ri robotic drill (us) rob10013, s/n sn (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem, however the drill attachment and the drill tracker array are stuck on the drill and cannot be removed. A functional evaluation was performed. The drill was disassembled and the drill array was removed. A kpc test was run and passed. A case was run and the drill functioned as intended without any issues. The drill attachment bearing shaft lock nut was out of torque specification causing the drill attachment to get stuck on the drill. A log file review was attempted, however there is no patient case file for the date of this report. The screenshot of the error message could not be confirmed. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with the drill attachment bearing shaft lock nut backed out due to vibration because it was out of torque specification. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from us, it was reported that during a cori assisted tka surgery, after successfully completing the right side of a bilateral jiibcs, they shut down cori, moved to the other side and went to set up the real intelligence robotic drill. However, they received an error message after pressing unlock, they could not clear the error by clicking "continue". Therefore, they created a new case and had the same error. Then, when they tried to take off ri robotic drill attachment from the real intelligence robotic drill, they could not. The procedure was completed by changing the surgical technique to manual procedure, with a non-significant delay. Patient was not harmed beyond the problem reported. Moreover, the investigation found that the ri robotic drill attachment bearing shaft lock nut was out of torque specification causing the drill attachment to get stuck on the drill. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6, h7: the ri robotic drill (us) rob10013, s/n (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem, however the drill attachment and the drill tracker array are stuck on the drill and cannot be removed. A functional evaluation was performed. The drill was disassembled and the drill array was removed. A kpc test was run and passed. A case was run and the drill functioned as intended without any issues. The drill attachment bearing shaft lock nut was out of torque specification causing the drill attachment to get stuck on the drill. A log file review was attempted, however there is no patient case file for the date of this report. The screenshot of the error message could not be confirmed. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, after successfully completing the right side of a bilateral jiibcs, they shut down cori, moved to the other side and went to set up the real intelligence robotic drill. However, they received an error message after pressing unlock, they could not clear the error by clicking "continue". Therefore, they created a new case and had the same error. They asked the tech to take off attachment, and she could not. The procedure was completed by changing the surgical technique to manual procedure. Patient was not harmed beyond the problem reported.